Event description:
The facility reported that the unit announced "warning, there is a fault" when the unit was being tested with a biotek qed6 defibrillator analyzer. This problem was initially deemed non-reportable because certain defibrillator analyzers are known to cause test artifacts due to their simulated vfib waveforms.